Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set kinked cannula event on (B)(6) 2026. Patient also experienced high blood glucose level at the time of the event and pt changed the set and just continued using the pump to delivery insulin to resolve the issue on (B)(6) 2026.